Manufacturer narrative:
A good faith effort was sent to request information regarding initial reporter details, if a response is received, a supplemental report will be uploaded.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode in which the patient experienced supraventricular tachycardia (svt) and was treated with inappropriate anti-tachycardia pacing (atp) and shocks. Therapy was eventually exhausted. Technical services (ts) was consulted and confirmed that therapy was delivered because the device detected what appeared to be a dual arrhythmia due to stability and atrial fibrillation threshold rate criteria being true. Reprogramming options were recommended. The crt-d remains in service, and no additional adverse patient effects have been reported.

Manufacturer narrative:
A good faith effort was sent to request information regarding initial reporter details, if a response is received, a supplemental report will be uploaded.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode in which the patient experienced supraventricular tachycardia (svt) and was treated with inappropriate anti-tachycardia pacing (atp) and shocks. Therapy was eventually exhausted. Technical services (ts) was consulted and confirmed that therapy was delivered because the device detected what appeared to be a dual arrhythmia due to stability and atrial fibrillation threshold rate criteria being true. Reprogramming options were recommended. The crt-d remains in service, and no additional adverse patient effects have been reported. Additional information confirmed the device was reprogrammed and no adverse patient effects were reported.